Event description:
Boston scientific received information that this right ventricular lead exhibited muscle simulation and was found to have dislodged one day post implant. The lead was successfully repositioned and remains implanted. To date, there have been no adverse patient effects as a result of the revision procedure.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.